Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
"It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl due to not wearing a pod for 3 days. Patient went without pod as a result of user error. Medical treatment and duration of hospitalization was not provided. This pod was discarded.